Event description:
Emt reported blood glucose results of "50-60" mg/dl on the aviva system and "100-120" mg/dl within 10 mins on another emt system. Customer reported no symptoms, did not treat or act o results. No adverse event reported. A request was made for the return of the system, replacement was sent.